Event description:
It was reported that a small volume intermate had a black fiber in its reservoir. This was observed after the device was filled with flucloxacillin (baxter compounded solution) and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from may 30, 2014 to june 4, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.